Manufacturer narrative:
Product analysis: analysis confirmed the reported issues; the output connectors and hanger assembly on the external pulse generator (epg) were broken. It was also found that the unit failed incoming testing as a result of the main board being electrically out of specification. The lower case was also found to be cracked at the battery drawer. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector, and the hook on the back of the unit was broken off. The epg has been returned for repair. There was no patient involvement.